Event description:
A company representative - service personnel contacted technical service to report that viking m wireless had a burned charging and power cable. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). During follow up with the technician it was confirmed that the charging cable wore out and caused a power outage and a small black spot of spark in the end. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. The electrical parts of liko lifts are compliant with iec 60601-1 (medical electrical equipment - part 1: general requirements for basic safety and essential performance) which applies to the basic safety and essential performance of medical electric equipment and medical electric systems. In the instruction manual for viking lifts (7en137107 rev. 5) states, on page 14, under charging the battery section: if the charger cable is beginning to stretch, it should be replaced in order to minimize the risk of the cable getting stuck and breaking. If the instruction as outlined above are followed it is very unlikely for an injury to occur due to this error. The field service technician replaced the power cable to resolve the alleged issue. The technician performed functional, visual, and audible tests per the service manual to verify the lift functioned as designed. Based on this information, no further actions are required at this time.